Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose/tilted drive support disk. The insulin pump was unable to test for prime test, occlusion test due to motor error alarm. The insulin pump was unable to test for prime alarm due to motor error alarm. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 273 mg/dl. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin is squirting out. Customer advised the drive support cap is sticking out. Customer was advised that during the seating the force sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.